Event description:
It was reported that the ventilator stopped during patient treatment. The patient passed away. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
According to information from the healthcare facility, ventilation was initiated on (B)(6) 2025, and the patient¿s death was reported at 06:30 am on (B)(6) 2025. The healthcare facility also reported that the ventilator was found in standby mode in the morning of (B)(6). The ventilator was evaluated by our distributor. The reported event of unexpected ventilation stop could not be reproduced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were provided for review. According to the event log, ventilation was started on (B)(6) at 11:30 pm and continued until (B)(6) at 11:32 am, when the ventilator was set to standby by the user. Several alarms occurred during the ventilation period, including vt insp. Overrange, inspiratory flow overrange, and expiratory minute volume low. These visual and audible alarms indicate a leakage situation. The logs show they were acknowledged and silenced by the user, confirming the ventilator was under active surveillance. On (B)(6) 2025, at 11:28 am, a suction support program was initiated, consistent with a brief disconnection for tracheal suctioning. There are no log posts that confirms the ventilator in standby mode in the morning of (B)(6). According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, there is no evidence of ventilator malfunction during the event. Alarm activity suggests ventilation may have been compromised due to leakage but if and how this has affected the patient has not been able to be determined based on the provided information. The statement from the healthcare facility that the ventilator was in standby mode in the morning of (B)(6) 2025, is not supported by log data and is considered unconfirmed.

Event description:
Manufacturer's ref #: (B)(4).